Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an impedance check was performed during reprogramming which showed a possible short in electrode 4 and 13. Those electrodes were avoided and the patient successfully was reprogrammed at this time. There were no known contributing factors. The issue was resolved at the time of the report and no surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.